Event description:
It was reported that the pump display inaccurately displayed the battery life percentage. There was no reported impact to the customer's blood glucose level. The customer reset the pump to resolve the issue.